Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarm. It was reported that the pump was alarming, and the patient tried replacing the pump batteries, but the pump continues to alarm. Subsequently, the patient switched to backup pump without issue and did not missed doses. No reported adverse effects.